Event description:
It was reported that the atrial lead showed far field r-wave (ffrw) oversensing. The sensitivity on the lead was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID a3dr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; product ID 5086mri58 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).